Event description:
Intermittent problem with disposable hand control pencil related to the coag button not actuating 100% of the time. Rptr has experienced this problem with other lot numbers as well. In addition, rptr has seen the pencil melting below the sterile blade tip. Rptr has a letter from the sr. Quality engineer of the co., explaining tooling changes which the MFR says are in process.